Manufacturer narrative:
1627487-12192011-003-r this ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site since implant due to the location of the ipg which is at the patient's beltline. The patient also stated discomfort has increased over time. As a result, the patient underwent surgical intervention wherein the ipg was repositioned and replaced with another model. The physician decided to electively replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the pain at the ipg site resolved through surgical intervention